Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage from her cervical lead. The patient underwent surgical intervention where the lead was replaced and an additional lead was added. The patient is now receiving effective stimulation.